Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's device pocket had popped open. Subsequently, the device was explanted due to infection. No additional adverse patient effects were reported.